Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level was 228 mg/dl. Reportedly, the customer loaded a new cartridge to resolve the issue.